Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had black dot on the screen and it was hard to read the screen. The customer's blood glucose level was unknown. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass.